Event description:
It was reported by service report that the scale was not working properly and the unit was drifting down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: load cells. Nylon nuts on lift motors.